Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective temperature sensor. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform failed the initial functional test as it displayed fault code 41 upon powering up, confirming the reported complaint. The root cause was the defective temperature sensor, which was replaced to remedy the fault. Furthermore, a brake gap inspection verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During scheduled preventative maintenance conducted by a distributor, the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure). Per the reporter, the device had been stored in a customer ambulance, primarily within a heated and temperature-controlled environment. The fault occurred while the platform was placed on a hard surface. No patient involvement.